Event description:
New information received indicated the right ventricular lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
A complete lead was returned in three pieces. The connector portion measured 8.2 cm, the insulation only portion measured 3.5 cm, and the distal portion measured 46.5/49.2/50.0cm.the reported event of noise was confirmed. Visual inspection of the lead found an external insulation abrasion consistent with friction to the device can. The reported event was isolated to the exposure of the ring electrode conductor cable in the abrasion zone.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed the right ventricular lead was oversensing noise. Programming changes were completed. There were no patient consequences.